Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient was asymptomatic when the cgm was showing 90 mg/dl, but the bg was 500 mg/dl. The patient self-treated with an unspecified amount of insulin and did not need to seek any medical intervention. No additional patient or event information is available. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).